Event description:
Information received notes that during implant, the device initially paced. After removing the temporary lead, the pacing paused for about 5-8 seconds and the patient began "fitting" before the device began pacing again. The pocket was closed, but the pauses in pacing recurred every few minutes. The patient's sinus rhythm was 80-90 bpm, but there was no ventricular activity due to a-v block. A new device was implanted.